Manufacturer narrative:
(B)(6). (B)(4). It is not known which of the two products caused the incident. We are filing this report for notification purposes only. Neither device nor applicable imaging studies available. Hence, it is difficult to draw any conclusion.

Event description:
It was reported that, pre-op, a distributor injured (bloodshed) his finger while opening the erfu case at the time of delivery because the metal fixing bracket of case was hard and it could not be opened. Erfu 0452 was deformed and hard to open so the distributer's finger was injured at the time of delivery. Erfu 0580 was also hard to open. The event did not involve any patient.